Manufacturer narrative:
Date sent to FDA: 10/29/2019. H6 patient codes: 1695,1994,1690,2240,2060,2067,1930, 3189- surgical intervention. It was reported that patient had removal surgery on 10/16/2014. It was reported that following the procedure patient experienced adhesion, pain, abscess, hernia recurrence, scarred, sepsis and infection. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.